Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "belt temperatures too low after the nip roller and the heated section." It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. Correction: d, e h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was not cooling on the arctic sun device. They were received an alert 01 (patient line open) and alert 02 (low flow). They swapped out the arctic sun device and still received an alert, so they swapped out the arctic gel pads. The nurse noted after turning the patient they had issues with the flow. The nurse had already disconnected and reconnected  the arctic gel pads using the proper technique. They were using new arctic gel pads on the second arctic sun device and received the flow rate as 0 lpm. The patient temperature was 36.7 c, the target temperature was 37c, and the water temperature was 23.1 c. The system diagnostics showed that the outlet monitor temperature (t1) was 23 c, the outlet control temperature (t2) was 23 c, the inlet temperature (t3) was 26.8 c, the chiller temperature (t4) was 6.7 c, the water flow rate was 0, the inlet pressure was -0.5 psi, the circulation pump command was 100, the water reservoir level was 5. The system hours were 6644.6 and the pump hours were 6192.7. Ms&s walked through placing in a manual control at 10 c, then the water flow rate was 3.3 lpm, the inlet pressure was -7 psi and the circulation pump command was 90%. They removed the arctic sun device from the manual control and the flow rate was maintained at 3.0 lpm. Ms&s advised the nurse to call back if any additional alerts or issues and would troubleshoot the original arctic sun device (sn (B)(6)) if needed. Per follow-up via nurse on (B)(6)2020, the consulting notes from the previous week, the nurse noted the second device was (sn (B)(6)). Both the arctic sun devices were remained in the unit and not sent to the biomed. No repairs were made. All the arctic gel pads have been disposed of. The therapy was completed and the nurse had no further information regarding details of the therapy or the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not cooling on the arctic sun device. They were receiving an alert 01 (patient line open) and alert 02 (low flow). They swapped out arctic sun device and was still received an alert so they swapped out the arctic gel pads. Nurse noted after turning the patient they had issues with flow. The nurse had already disconnected and reconnected the arctic gel pad using proper technique. They were using new arctic gel pads on second arctic sun device and getting an flow rate as 0 l/m flow rate. The patient temperature was 36.7c, the target temperature was 37c, and the water temperature was 23.1c. System diagnostics showed that the outlet monitor temperature (t1) was 23c, the outlet control temperature (t2) was 23c, the inlet temperature (t3) was 26.8c, the chiller temperature (t4) was 6.7c, the water flow rate was 0, the inlet pressure was -0.5 psi, the circulation pump command was 100, the water reservoir level was 5. The system hours were 6644.6 and the pump hours were 6192.7. Ms&s walked through placing in manual control at 10c, then the water flow rate was 3.3 l/m, the inlet pressure was -7 psi and the circulation pump command was 90%. They removed the arctic sun device from manual control and the flow rate was maintained at 3.0 l/m. Ms&s advised nurse to call back if any additional alerts or issues and could trouble shoot original arctic sun device (sn (B)(4)) if needed. Per follow up via nurse on 19oct2020, consulting notes from the previous week, the nurse noted the second device was sn (B)(4). Both arctic sun devices have remained on the unit and were not sent to biomed. No repairs were made at this time. All arctic gel pads have been disposed of. Therapy was completed and the nurse had no further information regarding details on therapy or patient.